Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to leak in system. All components were removed and a new ambicor penile prosthesis (app) was implanted. No information about the patient outcome is available at the moment. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.